Event description:
It was reported that a vented high-volume inlet had hair inside the primary packaging. This occurred while the device was still in the packaging prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. Correction: b5 (remove reference to "patient" from process step. Product not used on a patient). H11: the actual device and a photograph were received for evaluation. A visual inspection of the photo and returned sample noted a hair with a follicle on one end in the unopened sealed product. The reported condition was verified. The cause of the condition was related to manufacturing. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.